Manufacturer narrative:
(B)(4). No further follow up is planned. Evaluation summary a male patient experienced a serious adverse event of hyperglycemia in (B)(6) 2015. On (B)(6) 2016, he reported that the injection screw on his humapen ergo ii device would not move out. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw with high probability. Based on the timeline of when the serious hyperglycemic event occurred and when the injection screw not moving were reported, it is unlikely that the complaint of injection screw not moving was related to the serious adverse event. The call center was able to resolve the complaint by having the patient place a new needle on the device. The call center also advised the patient to place a new needle on the device before every injection. There is evidence of improper use. The patient likely reused needles. It is unknown if this was relevant to the complaint of hyperglycemia.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by consumer who contacted the company to report adverse events, concerns a (B)(6) chinese male patient. Medical history was not reported. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50), from a cartridge, 6 units twice a day, subcutaneously for the treatment of diabetes mellitus starting in 2008. On an unspecified date, the control of blood glucose was not good as after taking insulin lispro protamine suspension 50%/insulin lispro 50% (fewer times); fasting blood sugar was 15-16 and postprandial blood glucose was 2 (baseline and reference ranges not reported). He experienced general itching occasionally, and sometimes disappears but was hospitalized in (B)(6) 2015. Corrective treatment and outcome of the event was not reported. During the hospitalization, he received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), form a cartridge, possibly via a reusable pen (humapen ergo 2) as reported starting use since (B)(6) 2015; subcutaneously for the treatment of diabetes mellitus. Dosage regimen and start date was not reported. In (B)(6) 2015, he was discharged and asked to his physician to switch back to insulin lispro protamine suspension 50%/insulin lispro 50. In-(B)(6) 2015, he was hospitalized due to eyes hemorrhage and hyperglycemia; his fasting blood sugar was 15-17 and postprandial glucose was 8-10(baseline and reference ranges not reported). Corrective treatment and outcome of the events were not reported. He discontinued insulin lispro protamine suspension 50%/insulin lispro 50%. He was discharged in (B)(6) 2015, and was changed per physician advice, to insulin lispro protamine suspension 75%/insulin lispro 25%, via a reusable pen (humapen ergo 2) 8 units three times a day. Then his fasting glucose was 6-8 and his postprandial glucose was 4 to 5 (baseline and reference ranges not reported). Information regarding corrective treatment and outcome of the events was not reported. On (B)(6) 2016, the screw rod of the humapen ergo 2 could not be pushed out (product complaint pending/ lot unknown). He did reuse needles. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment continued. The operator of the humapen ergo 2 was the patient and his training status was not reported. The general duration of use of the humapen ergo 2 and the duration of use of the suspect humapen ergo 2 was one year. The device was not returned. The consumer reporter did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% or insulin lispro protamine suspension 75%/insulin lispro 25% treatments. Follow-up could not be attempted since the reporter refused to follow-up update 19jan2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements fields for regulatory reporting; and the product complaint number and information was added to the narrative. Update 10feb2016: additional information received on 09feb2016 from the global product complaint database added the device specific safety summary; added the device was returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events, concerns a (B)(6) chinese male patient. Medical history was not reported. Concomitant medication included insulin glargine for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50), from a cartridge, 6 units twice a day, subcutaneously for the treatment of diabetes mellitus starting in 2008. On an unspecified date, the control of blood glucose was not good as after taking insulin lispro protamine suspension 50%/insulin lispro 50% (fewer times); fasting blood sugar was 15-16 and postprandial blood glucose was 2 (baseline and reference ranges not reported). He experienced general itching occasionally, and sometimes disappears but was hospitalized in (B)(6) 2015. Corrective treatment and outcome of the event was not reported. During the hospitalization, he received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), form a cartridge, possibly via a reusable pen (humapen ergo 2) as reported starting use since (B)(6) 2015; subcutaneously for the treatment of diabetes mellitus. Dosage regimen and start date was not reported. In (B)(6) 2015, he was discharged and asked to his physician to switch back to insulin lispro protamine suspension 50%/insulin lispro 50. In (B)(6) 2015, he was hospitalized due to eyes hemorrhage and hyperglycemia; his fasting blood sugar was 15-17 and postprandial glucose was 8-10(baseline and reference ranges not reported). Corrective treatment and outcome of the events were not reported. He discontinued insulin lispro protamine suspension 50%/insulin lispro 50%. He was discharged in (B)(6) 2015, and was changed per physician advice, to insulin lispro protamine suspension 75%/insulin lispro 25%, via a reusable pen (humapen ergo 2) 8 units three times a day. Then his fasting glucose was 6-8 and his postprandial glucose was 4 to 5 (baseline and reference ranges not reported). Information regarding corrective treatment and outcome of the events was not reported. On (B)(6) 2016, the screw rod of the humapen ergo 2 could not be pushed out (product complaint pending/ lot t141115). Insulin lispro protamine suspension 75%/insulin lispro 25% treatment continued. The operator of the humapen ergo 2 was the patient and his training status was not reported. The general duration of use of the humapen ergo 2 and the duration of use of the suspect humapen ergo 2 was one year. If device was returned, evaluation would be performed. The consumer reporter did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% or insulin lispro protamine suspension 75%/insulin lispro 25% treatments. Follow-up could not be attempted since the reporter refused to follow-up update 19jan2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements fields for regulatory reporting; and the product complaint number and information was added to the narrative.